Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The root cause of the reported discrepant results was attributed to sample-specific discrepancies. No data flags were observed during the analysis, and pre-analytical factors, such as centrifugation conditions, were reviewed without identifying any anomalies. Confirmatory testing with alternative assays, including the abbott architect hiv and diasorin liaison hiv, yielded non-reactive results for the affected samples. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant results for two patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. For patient 1, the initial test on (B)(6) 2023 yielded a reactive result of 13.7 coi. A repeat test after ultra-spinning on the same date yielded a reactive result of 31.4 coi. Additional testing with the abbott architect hiv assay (date not provided) yielded a reactive result of 28.74 units. Follow-up testing on (B)(6) 2024 with the diasorin liaison hiv assay yielded a non-reactive result of 0.29 units. Subsequent testing on (B)(6) 2024 with the hiv duo elecsys e2g 300 v2 assay yielded a non-reactive result of 0.224 coi. For patient 2, the initial test on (B)(6) 2023 with sample x yielded repeatedly reactive results of 80.1 coi, 82.5 coi, and 83.5 coi. Polymerase chain reaction (pcr) testing performed on the same date yielded a negative result. A subsequent test on (B)(6) 2024 with sample y yielded repeatedly reactive results of 3.34 coi, 3.41 coi, and 3.46 coi. Pcr testing performed on (B)(6) 2024 yielded a negative result. Follow-up testing on (B)(6) 2024 with sample z yielded reactive results of 1.50 coi and 1.52 coi. Additional testing with the abbott architect hiv assay (date not provided) and the diasorin liaison hiv assay (date not provided) yielded non-reactive results.